Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed that the strain relief was detached from the luer. Microscopic inspection observed that there was separation between strain relief/luer.

Event description:
It was reported that during preparation for the farawave procedure, for atrial fibrillation, the physician connected the fluid line to the flush port and noted, that the luer lock does not worked well. A little bit fluid was seen beside the connection between luer lock of the flush port and fluid line. A new catheter was used to complete the procedure. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the farawave procedure, for atrial fibrillation, the physician connected the fluid line to the flush port and noted, that the luer lock does not worked well. A little bit fluid was seen beside the connection between luer lock of the flush port and fluid line. A new catheter was used to complete the procedure. No patient complications occurred. The device is expected to be returned.